Manufacturer narrative:
Further investigation for the root cause is ongoing and results will be provided within a final report.

Event description:
It was reported that the iled 7 had an issue, at the time of cleaning, the lamp fell to the floor. It has come off the part that holds the ac2000 arm. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
During the on-site assessment, it was determined that the ac2000's hinged cover, including the sleeve covering the retaining segment, had broken, likely due to impact and improper handling. The retaining segment was exposed and had apparently slipped out from the groove due to the movement during cleaning, no longer holding the lamp. Baxter did not perform maintenance of the product because the customer did not want it and had requested it. The customer takes care of maintenance by itself and has its own personnel for this purpose. The iled 7 is intended to be used in a patient environment and is used to illuminate an examination and surgical area on the patient with high lighting intensity in a hospital or medical practice. The lamp head can be positioned using its hand grip. The hand grip can be a sterile single-use handle, a sterilizable multiuse handle, or a sterile camera handle (based on the customer's desired configuration), each of which requires a grip adapter in order for the associated grip to be secured to the lamp's head mount. The iled instructions for use state "risk of contamination and infection of the patient, loose or damaged parts are at risk of falling into wounds. To ensure patient safety, the components of the iled 7 surgical light system must be checked for the following prior to each use: loose parts in the lamp head; visible damage, particularly on the cover plates of the lamp head and on the sterilizable hand grip; secure fastening of the sterilizable hand grip." Additionally, the IFU outlines the following instructions when attaching the grip adapter/camera: "1) slide the locking device of the bayonet lock downwards into position so that the three shut-off openings of the base plate are released. 2) align the grip adapter or camera so that the arrangement of the three bayonet pins and the two centering pins of the lamp head mount are aligned with the shut-off openings in the base plate (the camera plug connector will then also be aligned). 3) attach the grip adapter or camera to the mount on the lamp head. 4) to secure it in place, slide the locking device of the bayonet lock upwards so that the two red marking dots are aligned. When attaching the desired handle to the adapter the IFU instructs "slide the sterilizable handle onto the handle adapter or the camera mount until the safety pin or the plastic snap-in nose (camera version) audibly engages. Check that the handle is firmly attached." Based on the information, customer error is assumed. Damages to the cover and/or the sleeve could have been noticed and corrected before the locking segment slipped out and the light head fell down. Although, no injury occurred and the procedure was completed successfully, as reported by the customer, if the report of a lamp falling to the floor were to recur, it could potentially cause serious injury or death. Therefore, baxter considers this event reportable.

Event description:
It was reported that the iled 7 had an issue, at the time of cleaning, the lamp fell to the floor. It has come off the part that holds the ac2000 arm. There was no patient/user injury, medical intervention, symptom, or adverse event reported.